Event description:
It was reported the customer's insulin was not being properly delivered. The customer stated the insulin pools around his skin and was unsure whether it was being delivered to his body. The customer also reported a high blood glucose event where his blood glucose rose to 507 mg/dl. The customer's blood glucose was 426 mg/dl at the time of the call. He had treated his blood glucose with the insulin pump. Customer reported symptoms of high blood glucose such as excessive thirst and sleepiness. Troubleshooting for the insulin pump found insulin was able to exit the tubing during a manual prime. The customer was also unsure whether his basal rates were correct. Customer was advised to contact his healthcare provider for the correct settings. The customer also stated his canula was not occluded or bent. The customer was advised his insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, a cracked case near the display window corners, a broken belt clip slot, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).